Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s screen was black. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device operated and alarmed as designed. In addition of the above evaluation, the device's machine flow sensor and muffler assembly needs to be due to contamination, which was not related to the malfunction/issue.

Manufacturer narrative:
Not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator¿s screen was black. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.